Event description:
A physician was attempting to deploy a 2.75mm diameter x 24mm length endeavor resolute drug eluting stent to treat a lesion in the cx vessel that exhibited 80% stenosis. A 6f jl 4.0 guide catheter and an unknown 0.14 guidewire were used. It is reported the device could not pass the lesion. When the device was removed from the patient, it was observed that struts on the stent were damaged. No patient injury or other sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states: however, it is similar to the united states distributed product (resolute integrity).

Event description:
Evaluation summary: the distal tip was slightly flared. The stent was positioned correctly on the balloon between the inner shaft markers as per specification requirements. The 1st distal stent segment was deformed with multiple raised struts.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology- 80% stenosis). No results available since no evaluation was performed (device or procedural images were not returned for review). Evaluation conclusions: inherent risk of procedure (failure to deliver stent and stent deformation). Device failure related to patient condition (lesion morphology- 80% stenosis). Unable to confirm complaint (device or procedural images were not returned for review). (B)(4).